Event description:
The company received a report that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. The customer has isolated the reported problem to the speaker. If new or significant info is made available, a supplemental report will be submitted.